Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947-65 lead implanted: 2012-(B)(6). (B)(4)

Event description:
It was reported that the right atrial (ra) lead dislodged within two days of implant, as confirmed by pacing/sensing thresholds and by radiograph. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.